Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states there is leakage of blood in venous lumen. The catheter was patient placed on (B)(6) 2012, in right subclavian. The catheter has been in place for 2 months and 2 days. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) /2012. An investigation is currently underway. Upon completion, the results will be forwarded.